Event description:
The customer reported that the system's hard drive needed to be replaced. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The hard drive was replaced. No further information is available.